Event description:
It was reported that patient had a full revision. During the generator change case for the patient, the surgeon found blood in the lead and opted to change the entire system. The reason for replacement was listed as battery depletion and patient having increased seizures. It was later clarified that the patient had increased seizures above pre-vns baseline since the device implant. The physician thinks that the fluid leaks could be the cause of the increase in seizures. The suspect product has not been received by manufacturer to date. No other relevant information has been received to date.

Event description:
The suspect device has been received into analysis. Product analysis has not been completed at this time.

Event description:
Product analysis (pa) for the explanted generator was completed. The pulse generator did not interrogate, and a battery life calculation was performed. The pulse generator was opened and a comprehensive automated pcba electrical evaluation was performed. Other than the no communication (due to eos), the device performed according to functional specifications. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. Other than the noted event (no communication due to eos), there were no additional performance, or any other type of adverse conditions found with the pulse generator. Product analysis (pa) for lead was completed. The lead assembly was returned for analysis due to fluid leaks. The allegation of fluid leaks was confirmed. During the visual analysis, dried body fluids were observed inside the inner and outer tubes, in some areas. Abraded and cut openings on outer tubing contributed to the fluid leaks observed inside outer tubing. The point of fluid ingress was not ascertained for inner tubes; a puncture was located on one inner tube, but determination could not be made as to when puncture occurred: implant, explant, or analysis inspection process. Continuity checks of the returned lead portion was performed during the functional analysis, and no discontinuities were identified. Other than the abraded opening, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Per pa, the cause of the outer insulation tubing being abraded and having fluid leaks is due to the cut openings. The cause of inner tubing fluid leaks was not able to be concluded.